Manufacturer narrative:
H6: corrected the following: type of investigation, investigation findings, investigation conclusions. The reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.

Manufacturer narrative:
D10. Concomitants: (B)(6) 02-010-03-0230 - logic cr femoral cem, left, sz 3; (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; (B)(6) 204-70-00 - tibial stem ext. Screw; (B)(6) 200-02-38 - three peg patella 38mm; (B)(6) 02-012-60-1440 - tru stem ext 14mm x 40mm. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
It is reported via legal documentation that patient had a left knee revision on (B)(6) 2023 and per the information provided, the devices remain implanted. No other information was provided.